Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 245 mg/dl, 44 mg/dl, and 98 mg/dl. No action was taken based on device results. L1 control was run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.